Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery rapidly depleted causing the pump to shutdown. Customer charged battery and insulin therapy was resumed. There was no reported impact to customer's blood glucose. Upon follow up, customer reported that battery was depleting "normally" and the issue was resolved.